Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on an aviva expert system compared to a "meter from another laboratory" within 5 minutes: 89 mg/dl (aviva expert system) and 50 mg/dl (professional meter). The customer drank orange juice to treat hypoglycemia. No adverse event was reported. The manufacturer requested return of suspect product for evaluation.